Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was over 600 mg/dl. Elevated blood glucose was addressed with a bolus via the pump and a manual insulin injection. Customer was admitted to the hospital on (B)(6) 2021 for elevated blood glucose. Customer was treated intravenously with saline and insulin, and was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. Upon follow up from tandem technical support, customer reported they had reverted to an alternate method of insulin therapy and declined to complete a system check.